Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the unit powered down within a few seconds (blank screen) and 10 beeps were heard due to a defective u21 component on the instrument board. With this condition, the device was unable to operate for more than a minute. The "error in data storage" error message was also observed due to an abrupt power loss caused by the 10 beep issue. This error occurs when the device does not run through its standard shutdown protocol. This error should not impact device performance. Pogo pin 12 was found recessed as well, which could affect communication between the rds and radical-7 device. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the device powers off continuously. The device displays the "error in data storage" error message and turns off randomly. No known impact or consequence to patient.